Event description:
Reported events: 1. Two patient with postoperative infections (after snm) in the "prepostabx" group had cellulitis requiring antibiotics. 2. Four patients had experienced infections after smn: two patients with postoperative infections in the "prepostabx" group required full explantation. And then two patients with postoperative infections in the "onlypreabx" group required explantation 3. There was report a majority of device removals/explants due to inefficacy of the device.

Manufacturer narrative:
Murillo, a.j., lindsey, c., chermansky, c.j., bradley, m.s. (2024). Do prophylactic postoperative antibiotics prevent sacral neuromodulation infections?. Urogynecology. Vol 00 issue 00 month 2024. N/a. Continuation of d10: product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown a.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.